Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, the unit was returned with no clips; engineering rebuilt the unit with seven clips. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled, all internal components met specifications. The root cause of the scissoring was likely that the application structure size, or the clip application depth, prevented proper clip closure. The root cause of the incomplete clip closure remains unknown as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown- "the clips don't close correctly, the jaws cross each other. Consequence wrong use of the device and risk of rupture."